Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse had arctic sun device on patient and it was alarming 80 non-recoverable system error. The control processor failed to detect a simulated water temperature fault. Mis informed nurse needed to send this device to the biomed (with note of alarm) and to find a new device to use. Per wo update on (B)(6) 2023, device repeatedly boots to an alarm 80 (non-recoverable system error). Mis discussed checking the processor card to ensure it was secure in the card cage and stated would prefer to send it in. Per support or biomed tech via phone on (B)(6) 2023, it was reported that biomed was currently waiting for the loaner device to arrive.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. A device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. As the reported event was unconfirmed, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse had arctic sun device on patient and it was alarming 80 non-recoverable system error. The control processor failed to detect a simulated water temperature fault. Mis informed nurse needed to send this device to the biomed (with note of alarm) and to find a new device to use. Per wo update on 02mar2023, device repeatedly boots to an alarm 80 (non-recoverable system error). Mis discussed checking the processor card to ensure it was secure in the card cage and stated would prefer to send it in. Per support or biomed tech via phone on 14mar2023, it was reported that biomed was currently waiting for the loaner device to arrive.